Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient had an infection that resulted from an ipg swap. The infection was located at the lead site. The patient was admitted to the hospital and physicians tried treatment with antibiotics, but the infection did not resolve. Surgical intervention took place where the system was explanted to address the issue. The manufacture representative will not be receiving further updates regarding the status of the infection. There were no complications, and it is unknown if the infection resolved.

Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.